Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed full system preventive maintenance. Fse checked all universal surgical manipulators (usm) functionality and performed recalibration. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause was due to repeated error 32098 on usm4 and was resolved by recalibrating the usm. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 32098 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by recalibrating and power cycling the system.

Event description:
It was reported that during a da vinci-assisted surgical procedure that repeated error 32098 occurred against universal surgical manipulator (usm4). The customer tried to recover from the fault repeatedly, with no change. They disabled usm4 and completed the procedure using three arms. No known impact or patient consequence was reported. Intuitive received the following additional information via intuitive field service: the usms required recalibration. After recalibration the system was test driven and no errors occurred.